Event description:
It was reported that the patient presented to the emergency room. Upon review, the pacemaker was found in backup mode. The device was explanted and replaced on (B)(6) 2022. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event of backup mode was confirmed. The device was received in backup mode with normal telemetry communication. Analysis indicated device was turned into backup mode, consistent with system errors that cause overflow resets. Device was function normally after recovered from backup operation. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Visual inspection of the header attachment area detected an anomaly. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.